Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump occlusion knob jammed and would not release. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.